Event description:
It was reported that balloon ruptured occurred. A 5.0 x 40, 75cm mustang balloon catheter was advanced for dilatation. However, during the first inflation at 8 atmospheres, the balloon ruptured. The procedure was completed with another of same device. No patient complications nor injuries were reported.